Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016 which refers to a adult ((B)(6)) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On an unspecified date, consumer experienced 2-3 times heavier bleeding / clots, severe migraines, painful menses and pain. Essure was removed on (B)(6) 2015. Follow-up received on 01-apr-2016: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced 2-3 times more heavy bleeding / clots. This event was considered serious and listed in the reference safety information for essure. In this case, essure was removed. Based on the nature of event and a lack of alternative explanation, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was performed. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('2-3 times more heavy bleeding / clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, female sterilization, headache and bloating. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), dysmenorrhoea ("painful menses") and pain ("pain"). The patient was treated with surgery (total vaginal hysterectomy with essure coil removal). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, migraine, dysmenorrhoea and pain outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine and pain to be related to essure. The reporter commented: coils each side visible. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received: medical history, reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('2-3 times more heavy bleeding / clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, female sterilization, headache and bloating. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), dysmenorrhoea ("painful menses") and pain ("pain"). The patient was treated with surgery (total vaginal hysterectomy with essure coil removal). Essure was removed on (B)(6)2015. At the time of the report, the menorrhagia, migraine, dysmenorrhoea and pain outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine and pain to be related to essure. The reporter commented: coils each side visible. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.